Manufacturer narrative:
One sample was received for evaluation and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had four small cuts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use the cuff on the patients endotracheal tube would not hold air. The patient was reintubated. The customer reported that there was no harm to the patient.